Event description:
It was reported that the fiber cap detached inside of a pt at 53,494 joules into the case and was flushed out of the body. The case was completed with another fiber. There was no report of an injury to the pt.